Event description:
The customer reported via medwatch: "unable to obtain adequate electrocardiogram pressure signals required for operation of intra-aortic balloon pump. Switched to another brand pump and able to obtain readings without problems." No pt injury was reported.